Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, after the clip deployment, hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.